Event description:
It was reported that during initial implant procedure of the subcutaneous implantable cardioverter defibrillator (s-ICD), the patient underwent a defibrillation threshold (dft) test. During the dft test, the s-ICD exhibited non-conversion of the induced ventricular arrhythmia. Subsequently, the patient received an external rescue shock as well as the physician opted to admit the patient to the hospital until next treatment options could be assessed. The physician is considering upgrading the patient to a transvenous implantable cardioverter defibrillator (ICD) system as a result of the failure to convert during dft testing during the initial implant procedure. At this time, the patient has opted to not undergo additional surgical intervention for removal of the s-ICD system. Ultimately, additional information was received that this electrode has been explanted. No adverse patient effects were reported.